Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to prophylactic: hysterectomy. At some time post filter deployment, it was alleged that the filter tilted and strut perforated the vena cava and the crus of the diaphragm. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced constant pain in abdominal area; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and ten months post filter deployment lower extremity venous doppler showed no evidence of deep venous thrombus in the lower extremities bilaterally. Approximately six months and nine days later, the patient presented with acute generalized lower abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that there was an inferior vena cava filter in the suprarenal inferior vena cava. Approximately three years later, computed tomography revealed the inferior vena cava filter had migrated superiorly with the tip above the level of the renal veins and remaining within the inferior vena cava, although abutted the anterior margin of the inferior vena cava at the tip. The medial struts inferiorly appeared lodged within the left renal vein and a second medial strut appeared extended beyond the anterior margin of the left renal vein into the head of the pancreas. A mid strut appeared perforated into the second portion of the duodenum anteriorly and a mid-strut appeared perforated posteriorly into the fat, posterior to the left renal vein near the crus of the diaphragm. Additional strut appeared to perforate posteriorly into the right renal vein. A far right-sided strut appeared to perforate into the second portion of the duodenum. The anterior and posterior struts appeared bent proximally. There were additional medial and lateral structures bent proximally. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter migration and material deformation. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: h6(result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and also due to prophylactic and hysterectomy. At some time post filter deployment, it was alleged that the filter tilted and strut perforated the crus of the diaphragm. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced constant pain in abdominal area; however, the current status of the patient is unknown.